Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that he delivered a bolus but it is not in his insulin pump's bolus history. Customer stated that he can see his bolus from yesterday but not for today. Customer's blood glucose reading ranged from 227 to 505 mg/dl. Customer declined to troubleshoot for his high blood glucose levels. Product is not being returned or replaced.